Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. The hcp reported that they did a pump refill on the patient and they were expecting 5ml and got back 19ml in may. The hcp stated they used ultrasound to access the pump and they got back 33.8ml when expecting 8.2ml today. Catheter diagnostics was the next step as there were no issues in the pump logs. The hcp stated she would move on to looking at the catheter.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was told of the issue yesterday. The rep said the physician did not do dye studies so they planned to do an exploratory surgery to see if they could determine the cause of the discrepancy and may end up replacing the entire system. The rep stated she did not know whether they had tried to aspirate from the catheter, but would check with them and offer that as a possible troubleshooting step.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.